Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes appear "milky" with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on with 100 tubes prior to use. The following information was provided by the initial reporter: tubes look "muddy"/"milky" (german: milchig) , especially on the upper part of the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-07 h.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cloudy tubes with the incident lot was observed. Evaluation of the customer samples was performed and cloudy tubes was observed. Whilst this may be aesthetically displeasing it is not understood to affect the efficacy of the tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tubes appear "milky" with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on with 100 tubes prior to use. The following information was provided by the initial reporter: tubes look "muddy"/"milky" (german: milchig) , especially on the upper part of the tube.